Event description:
Three days after a laparoscopic sigmoidectomy was performed at a hosp, an injury of the pt's ureter was discovered. At the time of the surgery: 1) no malfunctions of the instrument or surgical system were observed or reported and 2) no arcing of the instrument was observed or reported. After discovery of the injury, it was alleged that the permanent cautery hook instrument may have arced during the surgical procedure. The alleged defective instrument was discarded by the hosp and cannot be provided to intuitive surgical for testing.